Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The pt was needing a cervical MRI. The rep reported that the pt had back surgery done and during the procedure the clinician cut the scs leads. Rep states that a portion of the leads are still connected to the ins in the flank area but the other portions of the leads that were cut were explanted. Rep does not know when the procedure took place but states that the cut leads were discovered via x-ray on (B)(6) 2025. Rep is inquiring if pt can have MRI. Additional information was received from a manufacturer representative (rep). The patient was seen in clinic on (B)(6) 2025 for updated x-rays as they are needing an MRI. The patient had a previous back surgery and we were not notified that neurosurgeon cut off the leads and removed them from the epidural space, all that is present is the battery and some lead portion sticking out. Patient is scheduled november 3rd for removal of battery so they are able to have an MRI.